Manufacturer narrative:
Patient¿s height reported as 162 cms. Additional patient identifier reported as (B)(6). Date of event: date of postoperative non-union development is unknown. Additional device product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent osteotomy of the olecranon on (B)(6) 2018 to fix the humerus. The osteotomy was repaired with an olecranon plate, 2 cortex screws, and 4 variable angle (va) locking screws. On (B)(6) 2018 the patient had a removal of variable angle locking compression plate due to non-union. It was noted that the proximal olecranon did not heal and the piece of bone came out of the screw plate construct, and patient also experienced malunion and decreased range of motion. There was no other medical intervention required. There was no surgical delay reported. The procedure was successfully completed. The patients' proximal olecranon was removed and the patient outcome was stable. This is report 1 of 7 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date. Device history record (DHR) review: part#: 02.107.002s; lot#: h593743; mfg location: elmira synthes USA; mfg date: 02 april 2018; expiration date: 28 february 2028; noted nonconformances: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm/3.5mm va-lcp proximal olecranon product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.